Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.

Event description:
It was reported that the patient did not have therapy and the ipg was inoperable. It is unknown when the patient lost therapy. As a result, surgical intervention occurred on (B)(6) 2021 and the ipg was explanted and replaced.

Manufacturer narrative:
Correction d4 - additional device information. Correction d6a - date of implant. Correction h4 - device manufacture date. Based on parameters obtained for models 3604, 3608, 3609, 3643, 3644, 3660, 3661, 3662, 3663, 3664, 3688, 6608, 6644, 6660, 6661, 6662, 6663, and mn10200, the device meets or exceeds 75% expected longevity. There is no device malfunction.

Event description:
Additional information indicates the device meets or exceeds 75% expected longevity. There is no device malfunction.